Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported during implantation, increased pacing lead impedance and capture threshold were observed. The lead was taken out and replaced. The patient condition after the procedure was okay.

Manufacturer narrative:
Analysis was normal. No anomalies were found.